Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after approximately one minute after deployment of a 5f mynx control vascular closure device (vcd), the balloon inflation indicator was not visible. The device was taken out and manual pressure held. There was no reported patient injury. The procedure used an antegrade approach of the right common femoral artery (cfa). The balloon was inflated and confirmed operational. The user is in training to the device. A 7f 45cm non cordis sheath was used. It was placed inside the unknown sheath and deployed properly. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and moderate to no presence of pvd / calcium in the vicinity of the puncture site. The balloon was deflated when the device was removed. The device will be returned for evaluation.

Event description:
As reported, after approximately one minute after deployment of a 5f mynx control vascular closure device (vcd), the balloon inflation indicator was not visible. The device was taken out and manual pressure held. There was no reported patient injury. The procedure used an antegrade approach of the right common femoral artery (cfa). The balloon was inflated and confirmed operational. The user is in training to the device. A 7f 45cm non-cordis sheath was used. It was placed inside the unknown sheath and deployed properly. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and moderate to no presence of pvd / calcium in the vicinity of the puncture site. The balloon was deflated when the device was removed. The device was not returned for evaluation, as initially was expected.

Manufacturer narrative:
As reported, after approximately one minute after deployment of a 5f mynx control vascular closure device (vcd), the balloon inflation indicator was not visible. The device was taken out and manual pressure held. There was no reported patient injury. The procedure used an antegrade approach of the right common femoral artery (cfa). The balloon was inflated and confirmed operational. The user is in training to the device. A 7f 45cm non cordis sheath was used. It was placed inside the unknown sheath and deployed properly. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and moderate to no presence of pvd / calcium in the vicinity of the puncture site. The balloon was deflated when the device was removed. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon balloon loss of pressure¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Handling factors are possible causative factors since the user is reported to be in training. In addition, calcification was reported, which may have caused damage to the balloon material that led to its rupture. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, "the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture." Also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture." Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.